Event description:
It was reported the patient had 2 pectus bars implanted on (B)(6) 2009. According to the hospital records, the patient had significant pain and unsatisfactory wound healing, and the implants were removed on (B)(6) 2009.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. According to the hospital, they did not file medwatch as they did not view this as a device issue. (B)(6).